Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone for high blood glucose. The customer¿s blood glucose was 404 mg/dl at the time of reporting and 252 mg/dl at the time of incident. The customer reported related symptom of high blood glucose was nausea. Customer reported that they do not feel okay to troubleshot. Customer reported that they have contacted their hcp regarding the high bgs. Customer reports they are using a cannula based infusion set. The insulin pump will be not returned for analysis.